Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: expiration date. Manufacturing location: supplier rti surgical / inspected, packaged and released by: monument release to warehouse date: april 27, 2016 expiration date: january 31, 2021 part number: 298.801.01s, 1.7mm cable with crimp 750mm -sterile lot number: p236274 lot quantity: 240 purchased finished goods traveler met all inspection acceptance criteria. Note: expiration date was notated on the purchased finished goods traveler and was not identified on the supplier certification. Certificate of conformance supplied by rti surgical dated march 15, 2016 was reviewed and determined to be conforming. Sterilization results noted on certificate and certificate of processing supplied to rti by steris were reviewed and determined to be conforming. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Per the incoming inspection sheet, packaging and labeling were 100% inspected and met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional information: d4 g3 h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient underwent an open reduction internal fixation (orif) of the left femur fracture due to left periprosthetic femur fracture. On an unknown date the patient felt a pop while bearing weight to get into a car and experienced acute onset of pain in the left hip and thigh. X-rays revealed a left periprosthetic femur fracture with clear subsidence of the component. This report is for one (1) 1.7mm cable with crimp 750mm-sterile. This is report 1 of 5 for (B)(4).